Manufacturer narrative:
D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to occlusion. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the ra lead, lead on lead binding was encountered but the ra lead was freed. Next, using the same glidelight on the rv lead, progress was made through scar tissue to the superior vena cava (svc) just past the innominate vein, when the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon and sternotomy. An svc perforation was discovered and repaired. It was noted during the sternotomy that the rv lead had grown into the svc vessel wall, leading to the perforation. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.